Manufacturer narrative:
The insulin pump received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to pcb 1. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery compartment was cracked. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.